Event description:
It was reported that the procedure performed was to treat a subclavian artery that is 80% stenosed. The 8.0x29mm omnilink balloon-expandable stent (bes) was flushed normally; however, a 0.035 non-abbott guide wire could not enter the omnilink delivery catheter. A foreign object was suspected and after flushing once more, the guide wire could still not pass through. A new 8.0x29 omnilink bes over the same 0.035 guidewire, was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. Returned device analysis observed an unknown white material in the guide wire lumen. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.